Event description:
Claimant was sitting in the rolling walker and the wheel fell off. This occurred in her bathroom. She hit her head and spent a couple of days in the hospital. No ambulance was required at the time of the incident.

Manufacturer narrative:
We tried calling the claimant 4 times and was only able to leave a message. No more information could have been provided to quality assurance department for further investigation. The product was never returned for investigation.